Event description:
Customer reported catheter tip broke off during insertion when resistance was met. No medical or surgical intervention was required. It was reported the patient was too unstable for removal and went to hospice. No injury was reported as a result of the catheter. No additional information was available at the time of this report.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported catheter tip broke off during insertion when resistance was met. No medical or surgical intervention was required. It was reported the patient was too unstable for removal and went to hospice. No injury was reported as a result of the catheter. No additional information was available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.